Manufacturer narrative:
(B)(4). The device has been received by baxter; however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). There were no problems found during an internal inspection. A continuity test between the power entry module and the door post ground revealed the ground bus resistance was unstable. The setscrew on the door post was tightened and the ground bus resistance was stable and measured within the ground bond specification. The assignable cause for rite test failure - ground bond was determined to be loose setscrew on the door post. Door post will be scrapped during servicing. A service history review was performed, and no issues were identified that may have contributed to the failed ground bond test. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, the (B)(4) determined the hc machine system failed returned instrument test/evaluation testing due the device failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.